Event description:
Complainant alleged that the first responders were attempting to treat a pt (age and gender unk) in a code situation. CPR was performed on the pt, then the device, in semi-automatic mode, advised no shock. CPR was resumed, and then medics pressed the "analyze" button on the device and it performed an analysis of the pt's heart rhythm [(again) for the second analysis], and the device advised no shock. The device again evaluated the pt, and the device advised no shock. CPR was again resumed. At this point the medics arrived on the scene and took over the treatment of the pt. The first responder treating the pt believed that the device ECG strips indicated that the pt should be shocked. The device was in semi-automatic mode and did not advise shock at any point. The complainant indicated that there was no adverse effect on the pt as a result of the reported failure.